Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera and associated cables were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer found the ccd camera was working. The result of this issue is a loss of live image, thus making the system unusable. There is no report of injury or death.